Manufacturer narrative:
Concomitant medical products: etlw1613c156e, sn (B)(4), expiration date: 2017-10-05, (B)(4). Film evaluation summary: the exact cause of the stent graft occlusion could not be determined from the films provided. The anatomy at implant is unknown, and films at implant and earlier follow-up¿s were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. Films from 8 months post-implant confirmed that the bifurcate aortic body contained significant thrombus, and the ipsi limb and ipsi/left limb extension were 100 % occluded. The blood flow down the left side reconstituted distal to left limb at the left internal/external bifurcation. It is possible that this occlusion was anatomy related; implanting within a narrow and calcified aorta. One (1) cm above the level of the gate the aorta narrowed down to 22mm in diameter. In this narrowed and calcified section of the aorta the left/ipsi limb was seen compressed down to 5mm ID. Distal to the gate within the distal sac the left limb opened up to 11mm. No other stent graft compression or kinks were observed. The occlusion may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with claudication in their left leg. A CT revealed that the left limb had completely thrombosed and that the thrombus had propagated up into the main body from the flow divider up to the top of the graft. The physician also stated that the left limb appeared compressed at the level of the flow divider. Additionally, the physician thought that there appeared to be a narrowing in the right proximal external iliac artery just below the right limb. The physician thought that the narrowing of the artery may be impeding flow and contributing to the buildup of thrombus in the main body. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.